Event description:
The following was reported to gore: on (B)(6) 2025, this patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was planned to be implanted in the femoral artery for the treatment of stenosis. During the procedure, reportedly the surgeon could not deploy the viabahn stent. The surgeon wanted to pull the deployment line, but as the deployment line did stuck, the deployment could not be initiated and the viabahn stent could not be implanted. The procedure was successfully completed with the implantation of another viabahn stent. There were no negative consequences for the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b21, c21: the device return to gore is currently being arranged. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 other; h6 codes b01, c21, d16: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The root cause of the reported failure to deploy could not be established within the engineering evaluation. The root cause of the observed failure modes could not be established within the engineering evaluation. The investigation needs to be completed.

Manufacturer narrative:
H6 codes b14, c19: c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c19, c070601, d15: product investigation report conclusion - the primary reported failure mode, related to a stuck deployment line, was consistent with the engineering evaluation findings of a failure to continue deployment at the knob. The device was also returned in a bowstring position from tension on the deployment line. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.